Event description:
It was reported that a half day infusor had a hair inside of the device. This malfunction was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 09/24/2014 and 09/26/2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and identified a black strand, approximately 11.06 mm in length, inside of the housing and outside of the fluid pathway. A fourier transform infrared spectroscopy scan was performed and the particulate was found to be a hair. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.